Event description:
Country of complaint: (B)(6). Thread detached from needle during opening of primary packaging.

Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples available. Analysis and results: there are no units in OEM stock. There are no previous complaints of this code batch. Without any closed and/or defective sample a complete investigation can not be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.